Event description:
It was reported that during the implant after multiple positions were attempted with this lead pacing thresholds were high and after four to five attempts to position this right ventricular (rv) lead the helix mechanism was not working. No adverse patient effects were reported. It was not known if the lead was going to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of high capture thresholds while the difficulty to position the lead was confirmed due to the helix housing being clogged with dried blood/body fluid and tissue.

Event description:
It was reported that during the implant after multiple positions were attempted with this lead pacing thresholds were high and after four to five attempts to position this right ventricular (rv) lead the helix mechanism was not working. No adverse patient effects were reported. It was not known if the lead was going to be returned.